Event description:
It was reported the patient had had hallucinations. Information on whether a sleep number bed could have caused hallucinations was questioned. It was also noted the device had not taken away many of the parkinson's symptoms and for the prior three weeks the patient had had a lot of hallucinations. It was noted the patient had hallucinations prior to implant. It was noted the patient had deterioration of their bladder, intestines and mind. Patient was schedule for appointment with health care professional. Follow up reported the cause of the event was medication induced. There were no abnormal impedances. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 748240, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 64002, lot# n269748, implanted: 2012 (B)(6), product type adapter, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0546462v, implanted: 2006 (B)(6), product type lead, product ID 3389-40, lot# j0546462v, implanted: 2006 (B)(6), product type lead. (B)(4).